Event description:
Received info that the ins had switched off by itself. The pt used the pt programmer to switch it back on. Interrogation found no anomalies. There were no error messages found, impedances were okay, battery status and voltage was okay. No power on reset mode was suspected because the pt would not have been able to switch the device back on by herself. A second spontaneous switch off was reported and the device was to be interrogated again at the follow up appointment. It should be noted the pt has a synergy versitrel which is susceptible to emi interference and it has been suggested she always carry her pt programmer with her.

Manufacturer narrative:
(B)(4).